Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/05/2024, a sales representative reported via sems-(B)(4) that an ar-6480 pump had a tubing/console issue. The pump did not alert or alarm that there was an issue. The tubing had to be changed multiple times during the case. This occurred during use in a case with no patient effect. Additional information was requested on 12/10/24 and 12/17/24.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to improper tubing insertion.